Manufacturer narrative:
Product complaint #: (B)(4). Batch # r59c2n. Device evaluation summary: the analysis found that one ec60a device was returned with no apparent damage and with a gst60b partially fired 1/16 cartridge loaded on the device. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a thoracoscopy with wedge resection, the scrub tech had difficulty closing the stapler, managed to close the stapler, handed the stapler to the doctor who introduced the stapler into the patient through the trocar but couldn't open the jaws of the stapler. The stapler was removed from the patient and a second like stapler was used to complete the procedure. There were no patient consequences reported.